Event description:
Customer reported that he was hospitalized due to high blood glucose and dka. Customer stated that the blood glucose reading at the time of hospitalization was 627 mg/dl. Customer stated that his sensor was giving him incorrect readings, the sensor reading was 130 mg/dl and his blood glucose reading was over 600 mg/dl. Nothing further was reported.

Manufacturer narrative:
Inspected one open/used sensor and performed bicarbonate buffer test per specifications. Sensor failed due to low readings.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be return for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.